Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported, patient was experiencing pain at ipg pocket site. Surgical intervention is planned to address the issue.

Event description:
Additional information identified ipg pocket revision occurred on (B)(6) 2018 which resolved the issue. In turn, the patient received effective stimulation post operatively.